Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that there was a malfunction of the patient¿s system. The details of the problem were unknown. The patient had poor relief of spasticity and increased tone. The patient requested removal of the hardware. The patient was inquiring about receiving a new pump for pain. The patient did not have a dye study on the previous system due to the physician¿s recommendation.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient had return of symptoms and previously 2 revisions but this time the entire system was explanted. It was noted that her therapy only worked for a while and the patient received 2 boluses at her physician's office but had no relief. Specific dates of the event were not available at the time of this report, however the patient reported that the device was removed (B)(6). The patient was unsure of specific issue of issue of "3rd revision" but decided to have it removed because the physician indicated that the diagnostic test was dangerous so it was patient's option to have the diagnostic test or just remove the system. The patient did not believe that the right decision was made and wanted to work with another physician. It was indicated since the device was removed, per patient that she was experiencing pain that she hadn't before and also spasms. Patient was currently working with her primary care physician (pcp) but reports no success with any modality they had tried. It was later confirmed that the device system was explanted on (B)(6) 2010. The cause of the event was reported as ineffective drug effects as the patient felt that she was not receiving relief from the pump. The catheter was confirmed to be in place via an x-ray done on (B)(6) 2010. The patient was hospitalized as a result of the event. The patient's outcome was reported as recovered without sequelae. The drug delivered via pump was compounded baclofen.